Manufacturer narrative:
No device-related issues were discovered during the evaluation of the returned pump and a direct correlation between the returned device and the patient's reported history of embolic stroke, elevated ldh, and subsequent neurologic complications could not be conclusively determined. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Examination and electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 6 months the explanted device was returned for analysis. The evaluation is not complete. The event occurred at (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient experienced an ischemic stroke on (B)(6) 2015. The patient presented with aphasia, without any paralysis. A CT scan demonstrated a small embolization to a branch of the middle cerebral artery. The neurologic event resolved within 36 hours and therefore no specific treatment was rendered. At the time of the event, the patient's lactate dehydrogenase level was elevated to over 900 u/l and the inr was 1.97. The patient's inr target was 2.5. The healthcare professionals believed that the stroke was related to the vad therapy. An ideal donor heart became available and the patient was successfully transplanted on (B)(6) 2016. The pump is expected to be returned for evaluation. No further information was provided.